Event description:
It was reported to vyaire medical that the vela ventilator occurred transducer fault. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire file identification: pc-(B)(4). A vyaire field service representative(fsr) evaluated the device onsite,inspected the unit and performed uvt (user verification tests).the events tab was checked and was able to verify the reported issue along with "battery low" and "a/c power required". All transducers were checked and calibrated and the unit passed all calibrations. Performance check was done and all values were within specifications. The battery was charged and battery performance was checked. The unit passed all testing but the reported transducer fault could not be duplicated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.